Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3 on the main station failed to open. A field service engineer (fse) inspected the auxiliary station and found no issues with drawer 3. Further investigation identified a fault with drawer 3 on the main station. The fse replaced the inseparable on drawer 3 of the main station and was causing the issue. After reinserting the drawer, the station returned to full functionality. The repair was validated by performing a storage space recovery. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not opened. Customer tried to recover the storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.